Event description:
Additional information received indicated the lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that loss of capture and low sensing was observed on the right ventricular (rv) lead. An x-ray was performed, and no anomalies were observed. The suspected cause of the event is necrotic tissue surrounding the implant location. A lead replacement procedure is anticipated; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.